Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of atrial fibrillation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported patient effect of atrial fibrillation could not be determined. Although a conclusive cause for the reported patient effect of atrial fibrillation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial fibrillation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted without issue. After the second clip was implanted, the patient experienced atrial fibrillation (a-fib) requiring cardioversion. After successful cardioversion, a third clip was implanted, and mr was reduced to 1. The patient was stable. Per the physician, the mitraclip devices did not cause or contribute to a-fib. No additional information was provided.